Manufacturer narrative:
The device history record for lot number tc29409r was reviewed and shows all inspected parts were received and accepted. No ncr identified on DHR. On 4/19/2021, the part was received. Visual observation of the retured part confirmed the failure mode; driver broken at the tip. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Manufacturer narrative:
The device history record for lot number tc29409r was reviewed and shows all inspected parts were received and accepted. No ncr identified on DHR. As of 4/7/2021, the part was not returned to the manufacturer. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that during a surgical procedure on (B)(6) 2021, a paragon 28 screw driver broke while explanting a screw that was too long. The reporter stated that the breakage did not interfere with the implant placement. It was reported that the surgery was delayed for more than 30 minutes, in the attempt to find a suitable driver.